Manufacturer narrative:
An engineer of the local dräger s&s organization visited the user facility to obtain further information. It could be determined that the particular event occurred already at the beginning of the current year and that the device remained in use since then, obviously without exhibiting further problems. The user facility report was originally filed against an evita4 ventilator - this is questionable since the transmitted error code is specific for a savina 300, another model of dräger intensive care ventilators. This conflict could not be removed; the device is being installed in a ward for care of infectuous diseases - the dräger service engineer could not access the area to verify the reported information or to secure the log file of the device for detailed investigation. Hence, the evaluation and assessment was based on the initial transmitted information. Under consideration that the reported error message is correct, the event can be considered the recurrence of a phenomenon that is known and investigated already. The investigation of earlier cases concluded that a motor speed deviation must occur as a precondition. If - with this deviation being still active, a second deviation in the software processing comes into effect this will trigger a reboot of the entire system to remove the error condition. If a reboot is initiated, the device opens the airway system to ambient to allow spontaneous breathing and posts a corresponding alarm to alert the user. A typical reboot sequence lasts a few seconds only, ventilation is being resumed afterwards with previous settings. The aspect that the device remained in use and did not exhibit new deviations substantiates the assessment that the occurrence depends on a minimum of two specific preconditions that occur in parallel with low probability only.

Event description:
It was reported that the device displayed a specific error code during use. The users reportedly decided to replace the device in a controlled maneuver. No patient injury was reported.